Event description:
Complaint alleged that the head hi-lo would slowly drift down. No injury reported.

Manufacturer narrative:
Technician found the head hi-low would drift down. Replaced the trend valve to resolve this issue. Bed located in bed shop.